Manufacturer narrative:
The device was returned to olympus for testing and inspection. The "image disappears temporarily" and "noisy image" were not confirmed. However, repair did find poor image quality, due to the deterioration of the camera cable. The investigation is ongoing. Therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, that during maintenance, they discovered that the image disappears and shows noise. The customer completed the prior procedure using the same set up equipment. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information and a correction based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that the image disappeared temporarily. However, the definitive root cause of the camera cable deterioration could not be determined. Olympus will continue to monitor field performance for this device.